Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump screen was frozen and alarmed broken force sensor alarm. Customer was unable to clear the alarm and the time clock was not visible on the screen. Customer stated that the insulin pump had water in it. Customer stated that there no response from any button. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.